Event description:
A 16mm x 40mm atlas balloon was used in the left iliac vein via the popliteal access. The balloon was inflated to 8 atm four times. It burst on the fourth inflation. The balloon was pulled back in to the existing 9 fr. Sheath. There was resistance, then it gave way. The shaft of the balloon device came out over the existing amplatz wire. We could see with fluoroscopy that the balloon was 90% within the sheath. It was decided to pull the sheath out. The balloon was protruding through the access site. Dr. Was able to grab the balloon and pull it the rest of the way out. A 10 fr. Sheath was then placed in the access site over the existing amplatz wire. No harm to patient.